Event description:
While receiving assistance with a low transmitter alarm, customer reported that he was recently taken to the emergency room due to a low blood glucose level. Customer stated that the low blood glucose level was related to the low transmitter alert. Blood glucose level was not provided at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.